Event description:
Admitted due to lvad thrombus on anticoagulation and presented with left sided weakness and left facial droop. She was found to have two right sided intraparenchymal hemorrhages that caused a mass effect and it then progressed.